Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited over-sensing. Programming changes were made. The patient was in stable condition.